Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/18/2014 with the following findings: the keypad was intact with no evidence of peeling or damage. All of the keys were responsive. There was no evidence of contamination on the key contacts. Unrelated to the initial allegation, the display screen was dim and discolored. Additionally there was a crack in the battery compartment. The audio bolus button was torn, but remained functional.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.